Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and that it had performed to specification up to (B)(6) 2009. The information obtained from the device showed that the device failed the weekly self tests on 3 occasions on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011. After each fail, the device would have switched to fault mode, which the customer would have been alerted to with the status indicator flashing red and the device emitting an audible warning message. The data shows that this device was allowed to remain in fault mode for up to 7 months. There was evidence the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occuring on (B)(6) 2012 and continued consistently up to (B)(6) 2012. On (B)(6), a new pad pak was installed but there was further evidence of the device switching itself on. Investigation did not confirm a fault with th device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured, it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically, which may have contributed to the early depletion of the pad paks (battery). No pad paks were returned with this device and therefore were not tested as part of this investigation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.